Event description:
It was reported to boston scientific corporation that an auriga xl 4007 console and two lighttrail single use laser fibers were used during a flexible ureteroscopy procedure to treat kidney stones on (B)(6) 2021. During the procedure, when the physician was about to use the fiber, error code 1103- "fiber identification failed" displayed on the auriga console, making it impossible to use the first laser fiber. A second lighttrail single use laser fiber was opened for the procedure, however this laser fiber was also not able to be used due to the console error message. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter fields updated to include additional information. Block h6: imdrf medical device code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: the auriga xl 4007 was serviced at the customer's site. The reported event was confirmed. The service engineer confirmed 1103 laser fiber identification failure error code. Replacing the fiber ID assembly, read write module (board) and antenna resolved the issue. The fiber ID assembly, read write module and antenna of the auriga xl 4007 console was returned for analysis. A visual evaluation noted that the three pieces in over all good physical condition. No other problems with the returned components were noted. Based on all available information, an electrical fault with the fiber ID circuit was most probably the cause of the reported event, therefore the most probable cause was determine to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an auriga xl 4007 console and two lighttrail single use laser fibers were used during a flexible ureteroscopy procedure to treat kidney stones on (B)(6) 2021. During the procedure, when the physician was about to use the fiber, error code 1103- "fiber identification failed" displayed on the auriga console, making it impossible to use the first laser fiber. A second lighttrail single use laser fiber was opened for the procedure, however this laser fiber was also not able to be used due to the console error message. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to an auriga xl 4007 console and two lighttrail single use laser fibers that were used during the same procedure. Please refer manufacturer report number 3005099803-2021-05601, and manufacturer report 3005099803-2021-05602 for the associated device information. It was reported to boston scientific corporation that an auriga xl 4007 console and two lighttrail single use laser fibers were used during a flexible ureteroscopy procedure to treat kidney stones on (B)(6) 2021. During the procedure, when the physician was about to use the fiber, error code 1103- "fiber identification failed" displayed on the auriga console, making it impossible to use the first laser fiber. A second lighttrail single use laser fiber was opened for the procedure, however this laser fiber was also not able to be used due to the console error message. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.